Event description:
It was reported that the wire was shaped and normalized however when the user tried to move it down the vessel they needed to reshape it. Upon retrieval of the wire from the patient to reshape, the end of the wire was observed to be unravelled. The wire was immediately removed and a new wire was successfully used to complete the procedure. The patient was released from the hospital according to the original treatment plan. There was no patient injury or adverse events reported.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. User reported that no damage was observed on the device prior to the procedure. They reported that they shaped the wire tip during preparation. No resistance was felt at any time during the procedure. This was the first insertion of the wire and the wire did not reach the target lesion prior to retrieval. The patient was discharged according to the original treatment plan. No patient injury or adverse events were reported. The complaint device has not been received by the manufacturer so a device evaluation has not yet been performed. A supplemental report will be submitted when the manufacturer's investigation is completed.